Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the apical cuff lock. This damage could have contributed to the reported bleeding between the pump and apical cuff and the difficulty re-locking the pump to the cuff. It should be noted that this evaluation could not conclusively determine when or how the cuff lock became damaged. (B)(6) was returned assembled with the pump cable intact. The sealed outflow graft, outflow graft bend relief, and modular cable were not returned. The mini apical cuff was returned on the inlet extension; however, the cuff lock was disengaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Initial visual inspection of the cuff lock found that the latch arm was observed to be bent upward. Additionally, tool markings were noted on the cuff lock which appeared consistent with the report of a surgical tool being used to disengage the cuff lock. Dimensional analysis of the sealing ring, motor cap, and apical cuff gland ring using a microscopic vision system found the components to be within manufacturing specification. Dimensional analysis of the cuff lock confirmed that one of the locking arms had become bent out of specification. The left arm measured a diameter which was slightly larger than the drawing specification. The right arm measured a diameter which was within the drawing specification. Measurement of the distance between the pins on each end of the locking arms was outside of the drawing specification. It was unable to be determined exactly when or how the cuff lock latch arm and locking arm became damaged; however, the observed tool marking appeared to be due to applying a high load to the cuff lock, which has the potential to cause a permanent deformation of the locking arms. The observed damage to the cuff lock could have prevented the o-ring and apical cuff from sealing properly when the pump was engaged, which would have contributed to the reported bleeding and preengagement issues. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The left ventricular assist device (lvad) event and periodic log files were retrieved from the returned device. No notable events were observed. The lvad log files appeared to capture the pump operating as intended. The device was cleaned, rebuilt, and functionally tested under load conditions. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 lvas patient handbook, rev. D, are currently available. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU in the ¿surgical procedures¿ section, explains how to prepare the mini apical cuff and the apical cuff holder for use. The section titled ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. Call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 lvas surgical hand tools IFU, rev. A, also provides information on how to properly disengage the slide lock mechanism from the apical cuff. The IFU instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, the IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that, during a heartmate pump implantation, the heartmate 3 was not able to connect to the apical cuff correctly. There was bleeding between the apical cuff and the pump. This required the removal of the pump from the apical ring. The pump was reattached back into the apical ring, but there was difficulty re-locking the pump. The surgeon used the abbott heartmate surgical tools to remove the pump from the ring. After a few minutes of troubleshooting, it was recommended that the pump be affixed to another aprical ring to determine if the issue was related to the pump locking mechanism, if the issue was related to ring, or if the issue was due to a circumferential tissue causing an obstruction. The pump did not connect and lock to another (separate standalone) apical ring on the operating room table. Photos were taken of what appeared a bent pump, suggesting a possible issue with the locking component of the pump. The surgeon reported that this was an out-of-box failure and the pump failed to make a secure seal to the apical ring. The surgeon decided to move forward with implanting a second pump as the patient had already been on bypass support for an extended length of time.

Manufacturer narrative:
A4: patient weight requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.